Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported hearing a constant _gurgling_ sound with the device starting at the (B)(6) 2018. There is no accident or trauma reported.

Event description:
The recipient reported hearing a constant _gurgling_ sound with the device starting at the end of august 2018. There was no accident or trauma reported. The recipient was instructed to return to the clinic should the _gurgle_ sound persist. The device is still implanted.

Manufacturer narrative:
Based on the received information from the field, the recipient reported a "gurgling" sound with the device. Troubleshooting was reportedly carried out i.e. Exchange of external parts. However no further information has been received and only that the problem does not exist. A root cause for the experienced "gurgling" sound could not be determined due to lack of information. This is a final report.